Manufacturer narrative:
Findings: pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the self- test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify operating currents due to missing segments. Pump also received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 479 mg/dl. Customer stated that there is black spots and glass broken on lcd screen. Customer stated pump fell off and hit her wheelchair. Customer was unable to read the pump screen due to the black spots. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 479 mg/dl. The customer declined to troubleshoot for high blood glucose and healthcare provider give her some needles for now.